Manufacturer narrative:
(B)(4). A review of the manufacturing records for the device verified the lot met all pre-release specifications.

Event description:
The following information was reported to gore: on (B)(6) 2018 a patient was undergoing treatment of a splenic artery aneurysm with a gore® viabahn® endoprosthesis. The device was advanced and deployed without incident, excluding the aneurysm completely and the device was patent upon completion of the case. While the patient was in recovery, he began decompensating. A CT scan revealed the patient had a ruptured spleen. The patient was taken to the operating room and a splenectomy was performed. The patient tolerated the procedure and is recovering in the intensive care unit.